Event description:
On (B)(6) 2009, the patient reported that both the up and down button on his insulin infusion device were not properly working. He stated the buttons do not beep or vibrate. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.